Event description:
The customer alleges that the device volumes fluctuate on alernating breaths, causing patient discomfort. The customer requested a return goods authorization for the return of the device for service, but the device has not been received from the customer as of this submission. It has not been verified that the tidal volume fluctuates, and no malfunction may have occured. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.